Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure event observed during analysis. Final analysis found multiple external insulation abrasion breaching the outer insulation and exposing the outer coil. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.